Event description:
Information received from the field notes that about five hours post lead replacement, the patient "code blue'ed" and was unconscious for about thirty seconds. Loss of ventricular capture and no back-up pulses were noted. After stabilizing the patient, capture thresholds were normal. The patient was seen by her physician that night, who reported that the lead had dislodged during positional maneuvering. The lead was repositioned.